Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's meter displayed an unknown "ER" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not clear when the alleged issue began. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time prior to the start of the alleged issue, the reporter claimed the patient woke up with symptoms of sweaty and dizzy. The patient was taken to the emergency room (ER) and was given food and/ or drink as treatment. The reporter could not specify the blood glucose results obtained from the ER/ hospital device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and educated the reporter about using expired test strips for testing. The cca was unable to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.